Manufacturer narrative:
The reported condition of failure code 703:00 was confirmed but not duplicated and was found to be due to a communication connection signal problem. The communication harnesses were replaced to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). The device has been previously sent into service for the reported condition of (B)(4).

Event description:
The facility representative reported a colleague infusion pump with failure code 703. It is unknown when this event occurred. There was no report of patient involvement, injury, or medical intervention necessary. This device utilizes user interface module master software version 6.13.90 categorized as remediated. During review of the event history by baxter it was determined that the reported condition occurred on channel a during delivery causing an interruption of delivery. No additional information is available.